Event description:
It was reported to ventec that the device's flow stopped during patient use. As a result, the patient desaturated to 60%. The patient was then placed on another vocsn. The nurse verified o2 did not stop running during the event and observed that the patient circuit had become disconnected; however, personnel were unsure if the flow stopped because of the patient circuit disconnect or for other reasons. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was returned to ventec for evaluation. Upon evaluation of the device, ventec observed no issues with the device's high flow functionality. Proper device operation was observed through functional and performance testing. Ventec did observe, however, that the "patient circuit disconnect" alarm was turned off in the preset being used by the patient at the time of the event. As a result, the patient or caregiver would not have received an alarm for "patient circuit disconnect" if the vocsn detected a large leak in the patient circuit. A large leak in the patient circuit has the potential to cause patient desaturation if not attended to by personnel. The cause of the reported issue could not be conclusively determined.